Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of the stored electrocardiogram, non-sustained right ventricular oversensing due to post paced t-wave oversensing was observed. The patient did not receive inappropriate therapy due to the oversensing. No additional information was reported.